Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the video system center had a scope communication e315 error on the cv-190 tower. Instructed the contact to make sure the maj-1430 cable is not connected to the cv-190 when using the 190 -series scopes. The customer reported that the issue is occurring with this tower only and took the scope to another tower and had no issues. The customer was advised to switch out the clv-190, since it has more wear and tear and dust build-up than the cv-190. The cleaning kit part number maj-2087 was provided to the customer and instructed to frequently clean out the socket using this kit. The output socket on the clv-190 and the scope contact points were cleaned by the customer and the issue was resolved. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus technical assistance center (tac), that the video system center had a scope communication e315 error. It is unknown when the issue occurred. There were no reports of patient harm.